Event description:
On 04/21/2019: integrum received adverse event report regarding deep infection. We reviewed medical office note documentation from (B)(6) of a history of injury to the right upper leg residuum when the patient was picking up a tree trunk. The local physician noted physical exam findings of exquisite anterior groin tenderness that did not fit with an infection, but were more suggestive of adductor muscle strain. Mr findingf also suggested a muscle strain rather than an abscess. However, on (B)(6) 2020, we were able to review the patient's femoral plain films from (B)(6) 2020. Theses studies showed lucency and periosteal reaction that were new as compared to his films from (B)(6) 2020. These plain film findings, together with his symptoms (pain), signs (bloody drainage), and mr findings (inflammation) were of concern for deep infection. Since he is living in (B)(6), and given covid-19 concerns, we ordered repeat labs (which were elevated, and suggestive of infection), as well as a petct scan or indium-labeled wbc scan, depending upon insurance authorization. Once we get those results, we can decide next steps. In the meantime, keflex was prescribed on (B)(6) 2020.